Event description:
(B)(4). This is a letter I wrote to my doctor briefly explaining my issues. I do have insurance that covered the essure placement. Dr. (B)(6). I'm sorry for bothering you but I can't remember most of what we discussed at my appointment. I've been absent minded lately and, combined with me nearly having a panic attack in the parking garage, I just don't have a clear memory of what I told you. I was also just so focused on the back and flank pain I've been having that I believe I omitted other potentially important symptoms. I figured if I wrote everything down it would be beneficial to both of us. I want to preface by saying I don't typically go to the doctor. It's not that I don't believe in western medicine, it's just that I feel in most cases your body can heal itself. I also have a very high pain tolerance. I delivered both my boys with no pain medication and have never called in sick to work. With that being said, I'm hurting every day. At worst I can't move and at best I'm uncomfortable. It's now been 6 mo and not only am I not healing, I'm getting worse. Please figure out what's wrong and fix me. I'm so tired of feeling like this. In (B)(6) 2016, I had such severe pain in my back I went to the doctor. I thought I had a kidney infection because of where the pain was along with very cloudy urine. I had a trace amount of blood in my urine, so a CT scan was ordered. I was told I was fine and a few days later, I was feeling perfectly fine. However, feeling good only lasted a couple of days and since then I haven't been myself. I've always tracked my periods and they used to be around every 39 days, very light and only 2-3 days. Recently my periods have been more frequent (every 29 days) very heavy with some clotting (very small like my pinky nail to kinda small like a rubber ball) and are now 5-7 days long. I also have cramping, nausea and dizziness which I never had before; sometimes I even get hot and cold flashes. My stomach is usually always bloated and gassy and it doesn't matter if I'm on my period or not. I also get infrequent pains that shoot up my vagina that are so sudden and so painful I have fallen a few times. I haven't lost any weight since my youngest was born nearly 3 years ago regardless of my diet and exercise. I do recall you asking if I had joint pain and I said no. That's not true. My left hip hurts and I also have sciatica on my left side. I had sciatica during both of my pregnancies and after a car accident, I was in (B)(6) 2015. I don't know what the trigger could be now though. I don't have the pain every day but it is very frequent. I also get pain in my knees when going up and down stairs. My shins also hurt but I only notice it at night. Maybe I'm growing). Because of the pain, I'm very grumpy. I've nearly lost my sense of humor, I cry every day, I have terrible mood swings and I get beyond angry over any little thing. I don't like being touched either. My skin feels like it's crawling even when my husband just wants to hold my hand. Noise also bothers me now and my ears, mainly my right one, ring. I have zero sex drive and don't enjoy it anymore. Sex is uncomfortable and even painful at times. I have no energy and just want to sleep all day. I have a very hard time falling asleep most nights and sometimes only sleep 3 hrs. Other times I can sleep 13 hours. Regardless of how much I sleep or don't sleep, I'm tired. And though I don't have any rashes, I have noticed petechiae on my arms, legs and stomach and my face pigmentation is awful! I'm red and blotchy all the time. I have constant headaches (I have a history of migraines but these are different) and my teeth even hurt. I know a lot of this stuff is just me getting older but I'm not that old. I don't think at (B)(6), I should feel like an 80 yr old alzheimer patient. Anyway, thanks for reading this and I look forward to talking with you at my follow up appointment. (B)(6).